Event description:
A physician reported a pt who was skin tested on 25 june 1999 and treated with collagen in the lips in 1999. The lot number for the treatment was not recorded in the pt's chart. During the week of 24 april 2000, the pt developed a painful, cyst at the vermilion border treatment site which was indurated and contained fluid. The pt was examined by the physician and it was noted pt also had induration at the other treatment sites. The physician performed an incision and drainage of the cyst on 25 april 2000 and 4 may 2000. A culture was taken from the 25 april 2000 drainage. The culture results showed white blood cells. The physician believed this was probably an abscess. No further medical or surgical intervention was planned.